Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) surgery. The patient was being implanted with a variable angle (va) locking compression plate (lcp) two-column volar distal radius plate. During the surgery, it was noted that the locking screw failed to lock in most distal locking hole on the shaft of the plate. The failed screw was discarded. The plate was fixed using other nine (9) 2.4 variable angle locking screws. The surgery was completed successfully with no delay. The patient outcome was not reported. This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).

Event description:
Concomitant part: va-lcp-2-column drp2.4 volar le shaft 3h, part number: 02.111.631, lot number: unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.